Manufacturer narrative:
An event regarding breakage involving a 19mm proximal cone reamer was reported. The event was confirmed. A visual inspection was performed as part of a material analysis which concluded the proximal cone reamer broke from an overload condition in torsion. (B)(4) analysis showed the proximal cone reamer to be made of (B)(4). No material or manufacturing defects were observed on the components examined. There is no indication the event was related to patient factors. Device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events reported for this manufacturing lot. The results of the investigation conclude there is no indication or evidence to suggest the event is related to a manufacturing issue.

Event description:
The customer,(B)(6), reported via (B)(6), that the proximal guide reamer post snapped off during surgery, leaving a screw in the conical stem. The customer reported that the conical stem was removed and no debris remained in the patient. The customer reported that the surgery took longer than anticipated as a result and the patient was on the table for 8 hours. The customer reported that the patient was moved to itu post surgery.